Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an issue where the scope would not stay in the front of the unit and the clip was loose. The issue was found during inspection for use. There were no reports of patient involvement.